Event description:
The user from user facility reported that the device continued to run (run-on) during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.